Event description:
The pt experienced a shocking sensation when using the recharger to charge the implantable neurostimulator. The implantable neurostimulator may have been turned on with the recharger. The device failed to interrogate with the programmer antenna. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).